Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the pacing lead dislodged. The lead was removed from the body and the tip checked, where suspected myocardial tissue was found attached and it was removed using a puncture needle and saline. Complete removal was not possible, but the lead was reimplanted. Measurements were fine, and slitting was attempted, but while adjusting the guiding catheter position, dislodgement occurred again. The lead tip was checked outside the body again and even more myocardial tissue was attached. The tissue was attempted to be removed again with a puncture needle and saline, but it could not be cleaned off completely. The lead was not used and replaced. No patient complications have been reported as a result of this event.